Event description:
Caller alleged ddiscrepant results compared with the lab. Results as follows: date 6/27/2006 inratio 1.6; lab 11. Patient admitted to ER.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date0 6/27/2006; inratio 1.6; lab 11; mean 6.3; confidence limits cannot be determined per internal proceder, the calculated mean of the inratio meter, and comparative system inr were calculated. The mean is >5.0, and the difference between inr's is >-2.2. The values consider inaccurated. Returned products will be investigated.